Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a discomfort around the ipg site. The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy.